Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility blade whip was observed, which, upon evaluation at the manufacturer facility, was confirmed to create an incision larger than desired and cause the blade to pop out during cut testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer service technician. Upon disassembly, a loose drive link was identified, as well as evidence of third-party work throughout the internal components of the device. Unauthorized modification of these components is a probable cause of the reported blade whip. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.